Event description:
It was reported that during a hepatectomy procedure, the device was not re-opening. It was locked on tissue. Another device was used to remove the device and to complete the procedure. There was no pt consequence.

Manufacturer narrative:
.